Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's past medical history included salpingectomy partial in 1997 and ectopic pregnancy. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (right salpingectomy was performed via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for pelvic discomfort and pelvic pain with essure. The reporter commented: no perforation was noticed. No tube injury was noticed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1809121) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy partial in 1997 and ectopic pregnancy. In june 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (right salpingectomy was performed via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for pelvic discomfort and pelvic pain with essure. The reporter commented: no perforation was noticed. No tube injury was noticed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.507 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, the event "medical device monitoring error" was deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1809121) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy partial in 1997 and ectopic pregnancy. In june 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (bilateral total salpingectomy via laparoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for pelvic discomfort and pelvic pain with essure. The reporter commented: no perforation was noticed. No tube injury was noticed. Essure was removed as per patient's request. Removal details provided in follow up : "essure was removed with bilateral total salpingectomy via laparoscopy" - discrepant with initial report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.656 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.